Event description:
Home patient (hp) reports fluid leaking from connection of the quantum extension line to the ultrabag pt connector when he awoke in the morning post exchange. Hp reports no injury or medical intervention as a result of incident. Hp also states he thought connection was secure at therapy set up but could not be sure.